Event description:
Additional information was reported that the patient stated he is on his 3rd or 4th set of leads. The patient stated he has not had luck because they make his upper back muscles hurt. The patient stated he had a lot of back injections which also contributed to scar tissue. The patient also noted that he had a set of leads break. Both of these events started on 2019-feb-07. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that on (B)(6) 2020, patient was seen by the doctor. Patient continues to struggle with low back and right radicular leg symptoms. At the last visit, patent was provided a new program. At that office visit, it did show that patient was not using his stimulator but for very short increments during the day. New program was given and patient reported that he was using the stimulator continuously. Unfortunately, this did not change the pain reduction for the patient. He continues to have low back pain with bilateral radicular leg symptoms down the lateral posterior aspect of both legs. He does have right anterior/groin stabbing. X-rays were done that the leads are at t9 vertebral body; original placement was at t8. Pain scale was 8/10. Patient's weight was 284 lbs. Unfortunately, the scs has never really provided patient any long-term pain relief in regards to his right radicular leg symptoms. Patient has undergone multiple reprogramming attempts with no pain relief. The rep was not able to get any right leg coverage. The plan was to trial a competitor scs. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was ineffective therapy and lead migration. The patient still did not have coverage in the right leg and was getting stimulation in ribs. An x-ray showed both leads migrated down from top t8 to top t9. Reprogramming was done. Tested and deleted all existing groups but b and created new a1 and c1, both with good coverage of right leg, buttock and lb with no rib stimulation (c is slightly better). The patient stated coverage often changes after a few days which is suspected due to patient changing parameters, so they locked pw and rate. The patient was pleased with the new coverage and relief while walking out of the office an was receiving effective therapy. Impedances were normal. No further complications were reported/anticipated.